Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, when the mapping catheter was removed from the packaging, the shaft was noted to be kinked. Incoming information indicated the shaft was broken. The mapping catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: visual inspection of mapping catheter showed the catheter shaft was broken 1.64 inches distal from the ECG connector; no ECG signal wires were broken inside the shaft. The tip and loop section were intact with no issue. In conclusion, the reported broken shaft issue has been confirmed through visual inspection. The mapping catheter failed the inspection due to a broken shaft. If information is provided in the future, a supplemental report will be issued.